Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases, a deformation, weight of the device to the specification, and yellow particles. Bubbles in the gel were observed after the autoclave cycle based on the device analysis, the final assessment is no issues found related with the manufacturing process. The unit is not ruptured.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was capsular contracture, baker grade iii, and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device has been explanted.